Event description:
The ventilator was at the field service center for a scheduled preventative maintenance. It was reported that the ventilator's turbine was struggling to spin during service. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na